Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to proportional valve being partially stuck open.

Event description:
A ventilator's exhalation valve would not close when tested by the manufacturer before placing the device into patient use. The ventilator was evaluated by the manufacturer and the issue was confirmed. The device's active exhalation control module was replaced to address the issue.